Event description:
It was reported that the patient saw an elective replacement indicator (eri) message ¿this past (B)(6).¿ the patient contacted her representative (B)(6)and he responded on (B)(6) that he thought it was the battery but to call the manufacture to be sure. The patient had a doctor¿s appointment scheduled for (B)(6) 2013. Additional information reported that the device was explanted on (B)(6) 2013 due to alleged ¿premature battery depletion.¿ it was noted that the battery was replaced with a rechargeable restore sensor. It was noted that there were no signs or symptoms associated with the reported event, and that the patient sustained no injury. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37746, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).